Event description:
Reportedly, customer entered blood glucose (bg) of 76 into the pump as well as 20 grams of carbs and customer received 10 units of insulin. Customer did not believe this was the accurate amount of insulin. The customer's bg level was impacted. During troubleshooting, tandem technical support, contact entered 20g of carbs and also a bg of 76. Contact indicated that the pump prompted delivery of 4 units.

Manufacturer narrative:
(B)(4) 2014 follow up: cts reviewed customer's pump data. Data indicated that customer requested 20 units of insulin and was limited to 10 units due to the max bolus setting. Contact was informed that instead of inputting 20 grams, the customer input 20 units. Contact acknowledged. Reportedly, customer's bg level has been within target since initial report. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.